Event description:
During a procedure, the helical blade coupling screw broke off and fell onto the floor while surgeon was attempting to insert the helical blade. The aiming arm was removed and the surgeon was able to insert the helical blade. The procedure was completed with no further problems, no harm to the patient was noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. There was one mrr for visual nonconformities. All parts were reworked, inspected after rework and passed. All records indicate the product was manufactured to specifications. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. There are numerous dents on the top and edges of the knob. The threads on the end are discolored but still intact and a known good helical blade was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the trochanteric fixation nail design risk assessment confirmed that the estimated risk level of less severe adequately assesses the risk of the complaint condition with a moderate severity of harm 3 and an unlikely probability of occurrence 2. Specifically, the 13th hazard listed for the 12th line item addresses the head of the coupling screw detaching from the shaft due to surgeon hammering the head off angle. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described titanium trochanteric fixation nail system technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in january 2005 and is over 8 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times.